Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with five ecr60w reloads present. Reloads b, c, d, and e were received fully fired; reload a was received unfired. The device was tested for functionality in the articulated position with a return cartridge reload a and it fired, cut and formed all the staples as intended. However, the knife was noted to be nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired the first firing transecting the jejunum after he created the jejun-o-jejun-ostomy he observed bleeding at the staple line. He stated the device cut and stapled however both sides of the anastomosis showed that the staples did not close properly and had malformed clips on one side of each staple line. The surgeon hand sewed with suture on the proximal side and used another white reload and stapled over the distal side of the jejunum. There was no patient consequence reported.